Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel procedure, the two hand pieces would not lock together correctly, and the blue grip parts on the handle fell off in scrub technician's hands. The device was not near the patient. A new device was used to resolve the issue. There was no patient involvement.